Event description:
Pt reported on (B) (6) 2010, she was implanted with elevate anterior prolapse repair two weeks ago. Pt said that she feels better, but she is having incontinence that she did not have before the surgery. The incontinence is only during the day; at night when she is in bed, she does not have incontinence. Ams has requested add'l info.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than usual. The event was reported by the pt. Ams requested add'l info from pt without response. No device malfunction was reported and device was not explanted. Serial number provided for lot history review.